Manufacturer narrative:
Patient age/date of birth, gender and weight are unknown. Unknown date in 2017 the 510k: this report is for an unknown olecranon plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Unknown date more than a year before explant date. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with one (1) unknown synthes olecranon plate, and an unknown quantity of unknown screws on an unknown date more than a year ago to treat an unknown fracture. On (B)(6) 2017, the patient was returned to the operating room to remove the implanted hardware due to soft tissue irritation and prominence. It was identified that the fracture had healed completely. During the revision procedure, a 2.4mm t8 stardrive screwdriver broke where the driver connects into the handle. A portion of the driver remains stuck inside the handle and the handle will no longer connect with other drivers. A second driver was available to use; however, there was a five (5) minute surgical delay while locating the backup device. The implanted devices (plate and screws) were all removed easily and intact. No additional x-rays or medical intervention were required and the procedure was completed successfully without delay. The patient was reported to be in stable condition. This report is for the soft tissue irritation and prominence. The intraoperative issues during the revision surgery will be captured under related complaint (B)(4). This report is for an unknown olecranon plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.